Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air in line and was not clearing the error during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'air in line and will not clear' was not reproduced. A review of the history log revealed as 'air-in-line! '. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor out of specifications. The ultrasonic sensor requires to be recalibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.